Manufacturer narrative:
B5: additional information was received. H6: impact codes 4607 and 2561 and clinical code 1770 were updated based on additional information. H11: the additional incident and patient information provided does not have any impact on the investigative data. A supplemental MDR is being submitted to include the additional information received.

Event description:
Additional patient information was received that stated after the treatment, the patient developed a stroke 2 weeks after discharge, having taken only 5 days' worth of medication. The patient was hospitalized for 3 weeks (dapt continued every day). After thrombus aspiration, the patient did not forget to take any medication and there were no ischemic events.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed.

Event description:
It was reported that on (B)(6) 2025, a stent assisted coiling procedure was performed to treat a basilar artery aneurysm. Approximately one month later, the patient experienced infarctions in the brain stem and cerebellum. On (B)(6) 2025, the stent in question was implanted from p1 segment of the posterior cerebral artery to the basilar artery (ba) to treat the basilar artery aneurysm, which was initially successful. After the implantation, thrombus formation was observed around p1, where the stent was placed, due to the patient¿s condition. Thrombus aspiration was additionally performed, which was resolved immediately. Aspirin and clopidogrel were administered; however, post- procedure, the medication was changed to include aspirin and effient. The patient is currently receiving follow-up care. A request was made to obtain information regarding the patient¿s current condition, but this information has not been provided.